Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the inferior mesenteric artery. A non-abbott stent was placed and the ironman guide wire tip became caught in the implanted stent during repositioning. During retraction resistance was met and force was applied, the tip then broke off. An attempt was made to snare the separated portion however was unsuccessful. A brachial cutdown was performed and another snare was advanced however was still unable to remove the separated portion. Another stent was implanted to embed the separated wire tip. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported resistance during removal appeared to be related to circumstances of the procedure which likely led to the reported material separation. The subsequent treatments appear to be related to circumstances of the procedure. In this case, the guide wire tip became caught in the implanted stent during repositioning that resulted in the reported resistance. It should be noted that the instructions for use (IFU) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experience during removal. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.